Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, steerable guide catheter (sgc) was advanced into left atrium. Air entered hemostatic valve during removal of dilator. Air entered into anatomy. Aspiration was performed for removal of air. During deployment sequence of mitraclip, the clip was unable to open and one gripper was unable to lower during grasping the leaflets. Troubleshooting resolved both the issues. The clip was deployed successfully. The mr was reduced to 1 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult single gripper actuation or difficulty opening the clip. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult single gripper actuation and difficulty opening the clip appear to be related to procedural conditions (tension in the system), as troubleshooting was able to resolve both issues. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a